Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility performs service by themselves. Information about the current status of the ventilator has not been provided. Provided ventilator logs confirms the reported issue with leakage, most likely in the expiratory cassette. No investigation has been possible, therefore the root cause of the reported leakage has not been determined. H3 other text : 4117.